Manufacturer narrative:
(B)(4) date sent: 1/9/2017. Additional information requested but unavailable: were the two stents that were placed into the patient, done as a result of the product issue? Or if this is typically done during this procedure? If not, please confirm if there was a change in the post-op care of the patient as a result of this event occurring.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device burst and the gallbladder and gallstones fell into the patient. A like device of the same product code was used to gather and remove the specimens. They believe that all were retrieved. There were no patient consequences reported.